Manufacturer narrative:
D5: operator of device is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found a long list of issues. The device is leaking from the drain valve, which is corroded. Device is also leaking from around the tubing connecting the heaters to the pump manifold, which is also corroded. While closing the drain valve after draining the device, the lever on the drain valve broke. Looks like it has been leaking internally for a long time. The float switch tube is broken causing the float (which is attached to the wires) to be hanging directly in the water. There is evidence of some fluid getting on top of the air compressor. Some type of black residue/contamination and debris (some pieces of the broken float switch) inside the reservoir. Functional testing confirmed the complaint. The device's overtemp alarm activated, it was leaking from the pump manifold as well as the drain valve and it was not heating correctly. The device was leaking from the bottom of the drain valve and it's hard to turn the lever of the drain valve due to age/corrosion. The pump manifold was leaking due to the pump tube at the top of the pump manifold being cracked. The device was not heating correctly and overheating due to two reasons, the first being the bottom socket not being seated correctly giving inaccurate readings. Second reason being the device was out of calibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that while testing (during preventive maintenance) several malfunctions were found with the device, the valve at the bottom was stuck. There was a leak from the reservoir. Device "does not heat right, has high temp and alarm went off". No patient involved.